Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a b30 scope communication error and no image, and white residues on the air/water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, he most probable cause of the communication error is traced to an an expected or random component failure without any design or manufacturing issue, due to a leakage/seal problems caused by inadequate/broken seal within the device. A root cause for the white residue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.